Event description:
Procedure: inguenal hernia repair. According to the reporter: the balloon tore during inflation under "normal" circumstances. Another product was opened and used with no problems. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).